Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug-eluting stent was selected to treat the lesion. During preparation, when the device was removed from the cap, it was noted that the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.